Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high shocking lead impedance measurement greater than 125 ohms for the competitor's right ventricular (rv) lead. Additional information was received and indicated that no interventions were done at this time. The patient would continue to be monitored. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.